Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The pump was not returned for investigation. Pictures of the tear were not returned as well. Without the pump or the pictures, the failure cannot be further investigated. Therefore, the root cause of the product damage issue was not determined since product was not returned and insufficient clinical information was provided. D6b explant date added d4 expiration date was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25654. D4 unique identifier (UDI) # was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25654. H4 device manufacture date was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25654.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reporting that the connection between the sterile sleeve and the lock mechanism closest to the red plug of an impella 5.5 pump was damaged. Support with the implanted pump remained uninterrupted. There was no noted patient harm. The patient remains on impella support.